Event description:
On december 5, 2023, senseonics was made aware of an incident where a user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
Based on the initial escalation analysis, the sensor performance deviated from normal behavior. Upon review of the sensor data, there was potentially accelerated oxidation of hydrogel. The RMA was authorized for further investigation and has not yet been received. Therefore no further investigation could be performed at this time. B4.date of this report 29 april 2024 d9 device available for evaluation? No,not returned to manufacturer g3.date received by the manufacturer? 01 march 2024 h6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221 h6. Investigation conclusions updated to 67